Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. No further information was provided regarding the placement signal alarm. Due to lack of sufficient clinical information, and no product or data logs returned, the root cause could not be established.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that a 60 yr old male was implanted with a impella 5.5 for support during high risk cardiac procedure. It was reported that fiber optic cable appears to have malfunctioned. The nurse called into the cardiac surgical center with an active placement signal not reliable alarm. The nurse was walked through on how to disable the audio to this alarm.